Event description:
It was reported that at least (2) blood recipient sets were not able to spike and puncture the blood bags. The spikes were described as being "too short". This was observed when spiking the bags. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
E1: initial reporter phone no. : additional phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.